Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that for the past hour they had been experiencing waves of pain down from their lower back going down the leg to the left foot. When asked, the patient said they hadn't been doing any particular activity. The patient said they were at work and forgot to bring the external devices. The patient said they were a physical therapist and did a lot of bending and twisting. They said that they didn't receive any activity restrictions after having received the implant. They also said that since they received the implant they had had a couple of incidents and one time today they were getting in and out of the car and felt a shock at the lateral hip and said that it felt a little irritated there. The patient also said that if they were careful when rolling in bed, the pain didn't happen however it also happened if they didn't roll as a unit and twisted. Reviewed therapy information and general programming guidance. When the patient gets home they said they will turn the stimulation off and monitor their symptoms. They stated they had their post op follow up appointment next wednesday and will report to their physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that after implant they were trying different programs. On program 4, the patient was experiencing tingling around their left hip, shocks down their leg and then throbbing down to their foot. The sensation subsided when they changed back to program 3. The cause of these incidents were not determined. The patient felt that their sciatica nerve at least in part was stimulated on program 4. In order to resolve the issue the patient tuned their unit off, then on (B)(6) 2024 they changed to program 3. The patient stated there were no more shocking incidents but around their hip, they still felt some irritation, which was improving with time. The shocking issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.